Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with MFR number 3012307300-2021-11679. The report was submitted in error., corrected data: corrected information provided in h10.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was a supercapacitor error upon bootup. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.